Event description:
It was reported that the customer experienced a past low blood glucose event, with levels dropping to the 50s and 60s mg/dl. Cause was not known. The customer consumed carbohydrates to address the low blood glucose and was advised by technical support to consult their healthcare provider to discuss potential factors affecting their blood glucose. The customer understood and acknowledged this recommendation.